Manufacturer narrative:
Received voluntary medwatch mw5149977.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the electrogram (egm) showed noisy signals on the right atrial and right ventricular leads shocking channels. It was noted that the healthcare professional was able to reproduce the noisy signals with isometrics. No adverse patient effects were reported. At this time, the product remains in service.